Event description:
It was reported that a patient experienced a loss of therapeutic effect following an implant revision in (B)(6) 2011. Patient was not getting "good" coverage with the new system and it was not "helping him at all." Patient was feeling a shocking or jolting sensation. The system "shocks" the patient when he is lying on his back. During a catheter procedure while having to lie flat, the patient stated that the device "shocked him and shocked him." Stimulation was not turned off for the procedure as the health care provider did not think it needed to be. The location of the symptoms was the patient's legs and implantable neurostimulator (ins) site. The patient adjusts stimulation up and down, but had not been able to cover all of his area. Patient was programmed to cover four areas with different programs, but "patient is either getting confused as to what area hurts or it is too much stimulation and he just can't tell where stim needs to be." Patient found it difficult to ride in the car or walk any distance. Reprogramming has been tried "numerous" times, and the patient did not have any issues with his previous system. The patient's status was fair. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37743 serial# (B)(4), product type programmer, patient. (B)(4).